Manufacturer narrative:
The complaint notification associated with this device described that one bolt of the knee joint is loose and came out of its housing. The frame of the knee joint is also damaged. This device was used as a demo unit and was not fitted to a patient. No serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on july 14th, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was loose and was coming out of the bolt hole. An exact reason for the loosening of the bolt could not be determined. No injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one bolt in the knee joint was pulled out and the frame is damaged. This unit was not fitted to a patient and was just used for demonstration purposes. Therefore, no serious injury occurred due to this failure.